Event description:
It was reported that the patient fainted and was taken to the hospital by ambulance. Noted no telemetry, no output, with 20bpm escape beat. The device was subsequently explanted and returned. It tested out of specification during manufacturer's analysis. No further patient complications were reported as a result of this event.